Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. Reportedly, customer reverted to manual injections. Customer's blood glucose was 181 mg/dl.